Event description:
The customer reported to philips healthcare that the heartstart xl had an error code 10004 (system failure - cycle power). There was no patient involvement.

Manufacturer narrative:
(B)(4). A followup report will be submitted once the investigation is completed.